Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse stated that the unit was intermittently charging the batteries. The fse replaced the power management (0670-00-1162). The unit passed all calibration, functional, and safety tests performed. The iabp was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) battery charging issues. There was no injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected fields: h11 the following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part with a reported unit failure of battery charging issues. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failures confirmed. Batteries charged normally. This revision is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse stated that the unit was intermittently charging the batteries. The fse replaced the power management (0670-00-1162). The unit passed all calibration, functional, and safety tests performed. The iabp was returned to customer and cleared for clinical use.